Event description:
It was reported by service report that the footboard motor control board shorted out. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: motor control board.